Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complaint device 5.5 viper univ poly driver (product code: 279734000n, lot number: gm5331001) was returned to cq west chester for investigation. The driver was returned with the unav adaptor still attached to its end. The adaptor will be investigated under ip-01305111. The driver sleeve was not returned with the shaft for investigation. The tip of the driver had broken off and the shaft had circular marks which could be due to regular use of the device. Functional test: the shaft and the unav adaptor were separated without any issues. They functioned as intended. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Conclusion: the complaint condition of unable to disassemble could not be confirmed. But, the driver shaft tip had broken off. Hence, the overall complaint condition was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5331001 was released in three batches. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, after the procedure during cleanup it was noticed that the navigation adapter and the navigated expedium driver would not come apart. There was no patient consequences. The procedure was successfully completed. This report is for one (1) universal navigation expedium spine system quick connect poly driver 5.5. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, after the procedure during cleanup it was noticed that the navigation adapter and the navigated expedium driver would not come apart. There was no patient consequences. The procedure was successfully completed. This report is for one (1) universal navigation expedium spine system quick connect poly driver 5.5. This is report 1 of 2 for (B)(4).